Event description:
It was reported that while using the fiber during a prostate procedure, the fiber "prematurely" broke; the fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.